Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 140 mg/dl, 74mg/dl and 152 mg/dl. Customer took 55 units of insulin after receiving these results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.